Event description:
It was reported that during irrigation ablation, the physician notified clot on the tip of catheter. The generator was at power mode 50w/15ml/min. The ablation was in left ventricular outflow tract - (lvot) and before was in right isthmus for long time. The ablation delivered for 10s. The physician raised impedance to over 180 ohm and there was no error or warning message. The impedance cut-off setting on the generator was 250 ohm; they stopped manually ablation at 180 ohm. Irrigation was with heparinized saline 0.9% and the approximate size of the char was 1mm3. The case was completed with replacing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4) it was reported that there was coagulated clot on the tip. In addition, the impedance rose to 180 ohms. The returned device was visually inspected upon receipt and char was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint on regards the clot has been verified. However, catheter met the manufacturing specifications.

Manufacturer narrative:
(B)(4).